Manufacturer narrative:
Surgeon did not place screw deep enough and then tried removing it by backing it out using a tool not intended for that use. This resulted in bending of this instrument which prevented removal of the screw. Surgeon then tried using a locking driver assembly instrument to remove the screw which resulted in the tip of the driver breaking. Broken tip was removed and surgeon was unable to successfully remove the screw. No harm was done to the pt and no follow-up treatment was necessary.

Event description:
Surgeon put in an 8.0x50mm respond (reduction screw) in the pt and then realized that he didn't get the screw placement in deep enough. Surgeon was unable to remove the screw after several attempts.